Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular lead exhibited noise oversensing causing pacing inhibition and patient symptoms of dizziness. Programming changes were performed. The patient was in stable condition.